Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of the same device. No patient complications were reported.